Manufacturer narrative:
Correction: please retract this report 2938836-2018-1215, the same issue was previously reported as 2017865-2018-16610.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited poor sensing and capture. There were no patient consequences. Lead revision was discussed. No further information was available.